Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during extraction of a locking compression plate (lcp-dt) implanted in another hospital on (B)(6) 2011, the surgeon could not extract six distal tibial locking screws, so he closed the surgical incision without removing them. The surgeon tried to extract them carefully, however screws were too hard to be rotated. He felt they were unified with the patient's cortical bone. Reportedly it was a young patient. This report is for an unknown cortex screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.